Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously elevated enzymatic hemoglobin a1c (a1c_e) patient result obtained on an atellica ch 930 analyzer. Siemens healthcare diagnostics is investigating the event.

Event description:
The customer reported to siemens an erroneously elevated enzymatic hemoglobin a1c (a1c_e) result obtained on one (1) patient sample on an atellica ch 930 analyzer. The erroneously elevated result was reported to the physician and questioned. A new sample was drawn and processed twice on an alternate atellica ch 930 analyzer. Lower results were obtained, considered correct, and one result was reported to the physician as the correct result. There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated enzymatic hemoglobin a1c (a1c_e) result.